Event description:
The user facility reported that a patient was implanted with an impella cp for support during high-risk cardiac procedure. It was reported that the patient came in as a st-elevation myocardial infarction. An impella cp was placed in the cardiac catheterization laboratory (ccl). The sheath was exchanged, peel away to repo sheath at end of procedure. A small hematoma was noted. In recovery, the nurse noted that hematoma was significantly getting bigger. Manual pressure was held and the doctor was called. The decision was made to take patient back to the ccl and do an angiogram of the right femoral artery. The doctor got access in the right pedal artery. The catheter was advanced and an angiogram was performed. A perforation was noted. A peripheral balloon was inserted to attempt to tamponade the area. They were unsuccessful after multiple inflations. The decision was then made to remove impella and deploy percloses times two. Post angiogram revealed no perforation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported vessel perforation and hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vessel perforation and hematoma could not be determined.